Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a flap shift nasally with wrinkles on the right eye (od) at 1 day post op exam. The patient's chief complaint was of eye irritation. There was no loss of visual acuity indicated. Oral steroid was prescribed and the flap was lifted. At 2 day post op exam, the patient's symptoms were resolved. This report is for the excimer laser.